Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and repair, it was observed that the attachment device had damaged components - bearings and defective gears. It was further determined that the sleeve was sharp-edged and worn out. During pretest, the device failed assessments for thimble lock operation and nose tube assembly. It was noted on the service order that the device became unusually warm. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
After further evaluation, it was observed that the device bearings were stiff. The serial number was reported as (B)(4) in the initial report. The serial number has been updated to (B)(4). Mfg date: the initial medwatch stated the date of manufacture was oct 28, 2010 in error, the correct date of manufacture is jun 5, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.